Event description:
It was reported that a malfunction occurred on a pump with a malfunction code malf 16. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was informed about resetting the pump, which initially did not resolve the issue as the malfunction recurred. Consequently, a pump replacement was arranged, and the customer was interested in obtaining an out-of-warranty loaner pump.